Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/30/2015 with the following findings:a review of the pump¿s black box data showed pump reboots had occurred. A test battery cap was unable to fully secure to the battery compartment, but secured well enough to complete testing. The pump rebooted using the test battery cap. The battery compartment was found to be cracked from the threads to the case seal. There was evidence of moisture observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump was exercised for 24 hours using the test battery cap with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power. The battery compartment as reported to be cracked and moisture was visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.